Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had big air bubbles. The customer's blood glucose was unknown at the time of incident. The customer was advised to change the infusion set. The customer stated that the air bubbles persisted after set change. The customer also reported at the time of call that that they had sensor issues and infusion set issues. The reservoir will not be returned for analysis.